Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity, heavy calcification and 95% stenosis. A 3.5x38mm xience prime rx stent delivery system (sds) was advanced with resistance due to the anatomy toward the target lesion. After pushing several times the end strut was found crushed and the proximal shaft separated 15cm from the distal end. The separated distal shaft was simply withdrawn from the patient anatomy without issue. Two unspecified stents were used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional information indicated that the shaft was not separated but the shaft was cut during preparation for shipment. No additional information was provided.